Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-01903. It was reported one of the patient's leads had migrated. In turn, proper coverage could not be provided. Reprogramming was unable to provide needed coverage. As a result, the patient underwent surgical intervention. During the procedure, the doctor decided to explant and replace both of the patient's leads (with a single lead/different model). Surgical intervention addressed the patient's issue.